Event description:
It was reported that the home patient (hp) connected for automated peritoneal dialysis therapy during the prime. The hp explained that they thought the prime was completed, so they connected and pressed go. However, the homechoice device actually displayed that it was priming. The technical service representative (tsr) explained to the hp that they could not be connected at any part of the setup or prime. The tsr instructed the hp to disconnect aseptically and cycle the power on the device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the patient was connected for therapy during the prime. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.